Manufacturer narrative:
Concomitant medical products: d274drg ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had no capture at max outputs. It was noted that the lead had low impedance measurements and it would not sense. The lead was capped and replaced. No patient complications have been reported as a result of this event.